Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During deployment of a 29mm sapien 3 valve in the aortic position, the plunger went all the way down, however, the delivery system balloon did not inflate. Blood was pulled back into the atrion. The devices were removed and new devices were used to successfully implant a 29mm sapien 3 valve. There were no issues noticed with the devices during device preparation. While crossing the native annulus with the valve and delivery system, the devices moved slightly ventricular and they were pulled back. It was suspected that the balloon may have torn on native annular calcium while being pulled back. The patient¿s native annulus measured 621mm2 and was heavily calcified. The native leaflet at the ncc was heavily calcified and the leaflets at the rcc and lcc had some calcification.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis could not be performed. The small hole/tear was reported to be on the proximal tapered end of the inflation balloon. Since the esheath and delivery system imagery and procedural videos were not provided, the complaint for balloon - leakage was unable to be confirmed. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage: (1) the crimp balloon is torn and separates adjacent to the inflation balloon/crimp balloon (I/c) bond (note: it was reported that during attempted valve deployment the delivery system balloon did not inflate at all and it was thought to be ruptured). Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a pra. The pra demonstrated that performing valve alignment in tortuous anatomy, could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. (2) excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). (3) calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. It was reported that while crossing the native annulus with the valve and delivery system, the devices moved slightly ventricular and they were pulled back. It was suspected that the balloon may have torn on native annular calcium while being pulled back. The patient was noted to have heavy calcification around the annulus and on the native leaflets. Although a definite root cause could not be determined, available information suggests patient/procedural factors likely contributed to the reported event. Per manufacturing mitigation, during the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for the following dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The inflation balloon is also 100% visually inspected for the following: witness lines, contamination, mechanical damage and deformation, and crows feet. Balloons are visually inspected for defects and cosmetic appearance under 8x magnification for fish eyes, gel spots, radial scratches and multiple scratches of 3 or more that are immediately adjacent to one another. Samples were taken for burst testing. The crimp balloon is 100% dimensionally inspected for the following: balloon distal ID, balloon proximal ID, wall thickness. The crimp balloon also goes through visual inspection for general appearance/gross defects, foreign matter, impurity and contamination, fish eyes or gel spots. The delivery system is tested for flex and balloon catheter leaks. After balloon catheter leak test is complete, balloon covers are checked to ensure they still overlap. Laser bond visual inspection is performed. Laser bond visual inspection of crimp balloon to balloon shaft bond joint is performed. During final inspection, the delivery system is dimensionally inspected. During functional product verification testing the device undergoes balloon inflation/deflation time and inflation pressure testing, flex and balloon fatigue and burst pressure testing, and bond inspections (visually inspect y¿connector/guidewire shaft bond is intact, nose tip/guidewire shaft bond is intact, and inflation/crimp balloon and nose tip/inflation balloon bonds). The device underwent tensile product verification testing where the following bonds were tensile tested: y-connector/balloon shaft, inflation balloon/nose tip, inflation balloon/crimp balloon, and crimp balloon/balloon shaft. All tested bonds met their tensile strength specifications. Additionally, the work order underwent product verification testing and passed all testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon - leakage was unable to be confirmed. A manufacturing non-conformance could not be identified. However, based on review of the device history record (DHR), lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigation in place supports that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Although a definite root cause is unable to be determined, available information suggests that patient and/or procedural factors may have contributed to the reported event. A review of the complaint history revealed that the occurrence rate exceeded the april 2018 control limit for the trend category (leakage). Since no manufacturing non-conformance, and no labeling, training, or IFU deficiencies were identified, no pra or preventative or corrective actions were required.